Event description:
It was reported that the zimmer skin graft mesher was not meshing properly. It was also reported that the gears were damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2010 and was last repaired on (B)(4) 2013 for worn gears. Evaluation of the device observed worn gears, as excessive galling of the gear teeth of the roller gear and both cutter gears was observed. The comb had bent tines and a completely sheared tine. There was also damage to the roller gear, comb, roller, side plates and right hinge top. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned two cutters for evaluation and both had excessively galled gear teeth. The gears and bushings were replaced on both cutters, but both cutters failed cutter evaluation and were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling most likely caused the damage to the roller and cutter gears, as well as the damage to the comb which most likely caused the customer's event of improper meshing. The device was serviced and returned to the customer.